Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) , implanted: (B)(6) 2017, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 17-mar-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a patient via a company representative regarding a patient receiving dilaudid 5mg/ml at 0.2mg/day via an implantable pump. It was reported the patient was scheduled for routine pump replacement due to eri less than one month. Prior to going to the or (operating room), the patient did mention that the hydromorphone in his pump was not as effective for controlling his pain as his previous drug, prialt. The medication was switched per the patient due to insurance denial to cover the cost of the prialt. The environmental, external or patient factors that may have led or contributed to the issue was unknown. No recent imaging or catheter study was done. The patient was taken to the or (operating room) for planned pump replacement. The physician first started by opening up the existing pump pocket and dissecting out the pump. With the pump connected to the catheter, he attempted to aspirate from the catheter access port but got sluggish return. Once the physician believed the catheter had been emptied of drug, he then used contrast to visualize the catheter. At this time, he noted that there appeared to be a leak at l2-3. At that time, physician decided to replace the catheter. The previous proximal segment was removed in its entirety. The spinal se gment was folded over, tied off in three different places, and abandoned in the lumbar incision. The physician was given a new 8780 which was placed at t10 without difficulty. The new spinal segment was tunneled to the existing pocket and connected to the new pump segment and new pump. A final catheter aspiration was done prior to putting the new pump back into the pocket. A tyrx pouch was used per physician request. Incisions were then irrigated and closed. The issue was resolved at the time of the report and it was noted that the issue was resolved at the time of the report and it was noted that the healthcare provider would not have further information regarding the event. It was noted the dosing was reduced from 0.4 mg/day to 0.2 mg/day to prevent symptoms of overdose/toxicity after repairing catheter. Bolus dose was unchanged at 0.04 mg up to six times per day so that patient could utilize this for pain control and symptoms of withdrawal following the dose reduction.